Event description:
Additional information was received. The patient was treated for an intracranial cavernous sinus segmental aneurysm. The cause of the failure to open was not determined. The pipeline had not been placed in a vessel bend when it failed to open. Additional steps were attempted, including retrieval and re-deployment. No damage, such as kinking, bending, or breaking, was observed. There were no observed abnormalities or allegations with the catheters (6f-navien, phenom27).

Manufacturer narrative:
Update b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was undergoing treatment for a large aneurysm located at the right cavernous segment of the internal carotid artery with a max diameter of 9 mm and a 6 mm neck diameter. It was noted that the patient's vessel tortuosity was moderate. The landing zone was 3.6 mm distally and 5.0 mm proximally. Dual antiplatelet treatment (dapt) was administered. The pru level was normal. It was reported that after establishing access with a 6f-navien, the phenom27 was positioned in the middle cerebral artery. A ped-500-18 stent was planned for implantation. When the stent was deployed into the middle cerebral artery, the distal tip end of the stent failed to open. It was pulled back to the internal carotid artery, where the stent distal tip opened slightly, but the entire segment remained rod-shaped and could not be fully deployed. Multiple attempts to retrieve and redeploy the stent were unsuccessful. The stent was removed from the body, and a ped-475-30 was used instead, resulting in a successful procedure. The angiographic result post procedure was normal. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Or there was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2/h3: product analysis as found condition: the pipeline flex was returned inside the inner pouch, biohazard bag, and shipping box. Visual inspection/damage location details: the distal and proximal dps restraints were intact, and the dps sleeves showed no signs of damage. Both the distal hypotube and the ptfe shrink tubing were also intact, with no signs of elongation. The distal and proximal ends of the braid were found open and frayed. The pushwire showed no bends, and there were no defects in the tip coil, distal marker, re-sheathing marker, re-sheathing pad, or proximal bumper. No other anomalies were observed. Testing/analysis: n/a conclusion: based on the returned device, the customer report of "failure to open at the distal" was not confirmed, as the distal end of the braid was opened and frayed. The cause of the failure to open could not be determined. Possible causes of failure to open include vessel tortuosity, damage to the braid, or deployment of the braid in a bend of the vessel. The customer indicated that the vessel tortuosity was moderate and that the braid was not positioned in a bend, which rules them out as possible causes. In this event, the damaged braid contributed to the failure to open issue. Such damage may occur due to several factors: resheathing the braid more than twice, over-manipulation, improper deployment techniques, pushing or pulling the delivery wire against resistance, or deploying or resheathing the braid against resistance. However, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.